Event description:
A us distributor contacted zoll to report that a patient developed a burning, red, raw rash under the lifevest equipment. Patient reported that there is a pencil eraser size hole in the middle of an area. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.